Event description:
Upon review of the medical records, it was discovered the patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 with an admission diagnoses of dyspnea and congestive heart failure (chf). The patient presented with acute decompensated systolic heart failure, maliase, shortness of breath, dyspnea on exertion, and productive cough with white sputum for one week. Follow up was made with the patient's dialysis clinic and the home program coordinator, stated the patient suffered from chronic cardiomyopathy and confirmed the patient was admitted on (B)(6) 2015 due to difficulty breathing and congestive heart failure. The home program coordinator stated the onset of symptoms did not occur while the patient was connected to the cycler or dialyzing. The home program coordinator stated the patient was discharged from the hospital on (B)(6) 2015 and was able to continue completing continuous cycler-assisted peritoneal dialysis (ccpd) treatments with assistance from family members without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Based on the information provided, there was no indication that the device caused or contributed to the reported event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 17 pages of medical records information it appears the patient presented to the hospital on (B)(6) 2015 with dyspnea on exertion, shortness of breath, malaise and a productive cough. The patient was admitted with acute on chronic right side congestive heart failure. Patient was admitted into the hospital and improved. Patient continued on dialysis and had some changes in medication. Patient was discharged on (B)(6) 2015. Medical records do not contain dialysis treatment records, lab/diagnostic reports, history and physical, progress notes or treatment medication records for review. There is no documentation in the medical records that indicates there is a causal relationship between the patient's liberty cycler and the patient's congestive heart failure and dyspnea. There is no documentation in the medical record that indicates there is a causal relation between the patient's phoslo and the patient's congestive heart failure and dyspnea. The patient has chronic congestive heart failure that became acute, requiring changes in medical intervention.

Event description:
Additional information: medical records were provided by the patient's dialysis center. The patient was a (B)(6) female patient with a history of end stage renal disease on peritoneal dialysis, non-ischemic cardiomyopathy with left ventricular ejection fraction of 20 percent, automatic implantable cardioverter defibrillator, type ii diabetes mellitus and hypertension. On (B)(6) 2015 the patient presented at the hospital with acute decompensated systolic heart failure. The patient was also experiencing malaise, shortness of breath and dyspnea on exertion, as well as productive cough with white sputum for the previous week. The patient was diagnosed and admitted with dyspnea and acute on chronic systolic congestive heart failure. The patient was started on peritoneal dialysis with 2.5 percent alternating with 4.25 percent. Patient's dyspnea improved and patient was on room air at the time of discharge. The patient's coreg was increased and she was restarted on potassium at home. The patient's vitals were stable.